Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, there was problem with the haptic. There are five medical device reports associated with this report. This is 3 of 5. Additional information was received and stated, that the lens had straight haptic problem. Out of five lenses one patient had vitrectomy because of the lens. The surgeon seen the lens alright but the back haptic was straight, he noticed it only when the lens inside. So, he had to take it out and ended with vitrectomy. The details about the patient who had vitrectomy among these lenses are unknown.